Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. H3 other text : device not returned.

Event description:
It was reported by customer that disconnected of 5fu pump on 8/20. Pt report on 8/19 she noticed a very small amount of white powder around the tubing of her port and on skin. Patient called patient care hotline that instructed her to monitor it. Writer is able to visualize while flushing line. Small crack must be evident in tubing that is too small to visualize. Patient instructed to cleanse skin with soap and water. Additional info from customer: (B)(6) 2023. This situation involved a hazardous drug skill on the area and the patient. It was discovered from leaking. The catheter broke, there was leaking but no piece broken off.